Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x100, 135cm charger balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed and another 6.0x200x150 sterling balloon catheter was advanced but also ruptured after being inflated at nominal pressure. The device was also removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.